Manufacturer narrative:
Sensor (B)(6) and reader (B)(6) has been returned and investigated. The sensor plug was fully seated and no issues were observed on sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the returned reader and no issues were observed. Attempted communication between returned reader and sensor. Sensor was communicated successfully with reader. Scan timeout error message was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "no message appears" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a headache, dizziness, and a seizure; however, after symptoms subsided the customer was able to self-treat with 9 unspecified medications provided by a hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A "no message appears" error message was reported with the adc device. And customer was unable to obtain readings. As a result, customer experienced a headache, dizziness, and a seizure. However, after symptoms subsided, the customer was able to self-treat with 9 unspecified medications provided by a hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The requested product has been returned. And investigation is in process. A follow-up report will be submitted, once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.